Event description:
It was reported that during a rotator cuff repair, the surgeon used a 5.5 mm healicoil knotless anchor for the lateral area but used a 3.8 mm awl, and when placing it, the regenesorb anchor broke into pieces. All the broken pieces were successfully removed from the patient with suction. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No void left in the patient. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a rotator cuff repair, the surgeon used a 5.5 mm healicoil knotless anchor for the lateral area but used a 3.8 mm awl, and when placing it, the regenes orb anchor broke into pieces. All the broken pieces were successfully removed from the patient with suction. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device used in the originally drilled bone hole. No void left in the patient. No further complications were reported.